Manufacturer narrative:
The reported event was unconfirmed. Visual evaluation of the returned sample noted one unopened (with original packaging), urinary drainage bag. Visual inspection of the sample noted check the bag and tubes and no kinks were noted. No root cause could be found because the reported event was unconfirmed. A risk review, labelling review and a device history review is not required as the reported failure was unconfirmed. . UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg bag tubing was long and got crimped up. Per customer follow up on 25mar2025, it was reported that there was no complaint against the leg bag. The customer received the incorrect type of bag for an order and returned it to receive the correct bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the leg bag tubing was long and got crimped up.